Manufacturer narrative:
Additional information (15-nov-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control (qc) was within expected ranges at the time of the event. Repeat of the same sample yielded the expected result. No other patient samples were affected. No product non-conformance was identified with the calcium (ca) assay or the dimension vista 1500 system. No similar events with other ca patient samples were observed. The event was isolated to a single patient sample. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00288 was filed on 04-nov-2022.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed calcium (ca) patient sample result obtained on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed calcium (ca) patient sample result was obtained on a dimension vista 1500 system. The falsely depressed result was reported to the physician. The same sample was reprocessed on an alternate dimension vista 1500 system and a higher result was obtained. A corrected report was issued with the higher result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient result.